Manufacturer narrative:
The unit was unable to prime during the prime test due to a faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime and fill anomaly. The unit passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm during testing. The motor was tested outside of the device and passed. The unit was received with a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a motor error alarm during bolus. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.